Event description:
Boston scientific received information that this external remote monitoring system had a hot power cord that was melted. The patient unplugged the communicator and power cord. There were no reports of patient harm. The product was to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the reported observation was confirmed. The power brick did not get warm or hot after being ran for twenty minutes, however there was indication on the power brick that the case melted due to excessive heat.

Event description:
--